Manufacturer narrative:
(B)(4). The device (catalog# ask-04301-kr) is not intended for sale in the us. Similar device/component sold in the us.

Event description:
It was reported that even though the catheter had been secured to the patient by suturing catheter clamp and fastener to the skin, the catheter was found to have slipped. The kit was replaced with a new one.

Manufacturer narrative:
(B)(4). The customer returned a single lumen cvc catheter and a box clamp assembly that was unattached to the catheter. Visual inspection of the catheter, suture wing, clamp fastener and catheter clamp did not reveal any defects or abnormalities. The outer diameter of the catheter body, the inner diameter of the catheter clamp, and the inner diameter of the catheter clamp fastener were measured and all were found to be within specification. The box clamp assembly was attached to the catheter body. The catheter body was then tugged while the box clamp was held stationary. The box clamp did not shift position on the catheter body and the catheter was not able to migrate. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product indicates that the suture wings on the catheter hub are the primary means of securement. The IFU also provides guidance on using the box clamp assembly for secondary securement. The customer reported issue of the catheter migrating while in the patient could not be confirmed during the sample investigation. Visual, dimensional, and functional inspections were performed on the returned catheter and box clamp assembly and no issues were identified. A device history record review was performed and no relevant findings were identified. As no issues were found with the returned sample no further action shall be taken at this time.

Event description:
It was reported that even though the catheter had been secured to the patient by suturing catheter clamp and fastener to the skin, the catheter was found to have slipped. The kit was replaced with a new one.